Manufacturer narrative:
Product ID: 3889-28 lot# va045ul, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the system was explanted because, the patient experienced no therapeutic effect and wanted the implantable neurostimulator deeper. A new system was implanted in (B)(6) 2013 and the new incision had healed. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient had not been having success with the implant and it was sticking out of the skin and protruding. The trial period was better for the patient than the implant, although she didn¿t have 50 percent relief during the trial. The patient¿s healthcare professional (hcp) told her that the permanent implant would be better than the trial. The device didn¿t seem to work and a new wire was needed. The patient¿s hcp determined that the device needed to be taken out and a new one needed to be placed. The implantable neurostimulator (ins) was replaced and a new wire was put in.